Event description:
It was reported that guide wire tip detachment occurred and the patient experienced arterial wound. A 035/260/3j/ptfe/10/5 starter guidewire was selected for use. During usage in the radial artery, the metal part of the guide wire detached from the sheath leading to an arterial wound. The physician then stopped the radial procedure and restarted the procedure via femoral access. The physician made a compression over the radial artery and the patient was then ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned the device was returned for evaluation. As received, the specimen consists of one-1 each clinically used, damaged device; returned coiled, loose, double-bagged within ¿zip-lock¿ style poly biohazard pouches. No other original packaging or other devices involved in the reported event is included. The specimen presents a 2.35mm core wire penetration through the coil wraps at 2.50cm from the distal tip. The location of the core wire penetration presents an offset coil condition and a 18° kink with deposits of dried blood like material on the exposed core wire and visible within the coil lumen and scattered over the length of the device. The specimen also presents numerous bend of varying severity and frequency scattered over the length of the shaft proximal of the penetration site. The j-form is relaxed with a tail angle; the ¿fs function is severely impacted by the coil damage and deposits of blood-like material. No material appears to be detached or missing. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred and the patient experienced arterial wound. A 035/260/3j/ptfe/10/5 starter guidewire was selected for use. During usage in the radial artery, the metal part of the guide wire detached from the sheath leading to an arterial wound. The physician then stopped the radial procedure and restarted the procedure via femoral access. The physician made a compression over the radial artery and the patient was then ok.